Manufacturer narrative:
Company representative assisted the customer by troubleshooting and found the system's wireless transceiver (tim) required a repair. Customer was provided with a loaner while the unit is repaired at the company's repair center. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station with telemetry's wireless transceiver had lost communication, which may have affected telemetry monitoring. No patient injury was reported.